Event description:
Integra's director of clinical development had been with the neuro clinical nurse specialist from hospital in early 2008. In the course of conversation, it was reported that a neurosensor probe was placed and presented with problems. This was the first time integra was made aware that an incident occurred. The neuro clinical nurse specialist mentioned that she didn't realize until the neurosensor was pulled that the experience should have been reported. When the physician placed the probe, a negative intracranial pressure (icp) reading was received. As a result, it crashed the computerized charting system for 15 hours. The incident occurred. It was further reported that during the insertion process, one catheter that had been attached to the machine prior to insertion, had then been laid on the or table and fell onto the or floor.

Manufacturer narrative:
The device involved in the reported incident is not available for return and evaluation. An investigation has been initiated based on the reported information.